Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer¿s blood glucose level was unknown. Customer reported that this was another unexpected restart error. Customer reported motor error during rewind. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.